Manufacturer narrative:
(B)(4). Pump had blank display due to faulty x1 on mb. Unable to perform idle current test, run current test, self test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. No audio beep anomaly noted. Pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen and pump beeping normally. The blood glucose was 188 mg/dl at the time of the incident. Troubleshooting steps were guided for blank display screen. Customer stated that, the display did not return. Customer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.